Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported loss of fluid column was unable to be determined. The reported damaged hemostasis valve was due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade x. When the clip delivery system (cds) was introduced into the steerable guide catheter (sgc), the sgc lost fluid column. This was not observed immediately by the physician and the cds continued to be advanced. At this point the lost fluid column was observed. Aspiration immediately began and the cds was pulled out of the sgc. The removal of the cds resulted in damage to the hemostasis valve of the sgc. It was thought that the three-way stop cock on the cds clip introducer flush port was faulty or open. No air entered the anatomy. A replacement sgc was used to complete the procedure with the same cds. There were no reported patient consequences.